Event description:
A 42-year-old male in the us presented with nstemi in cardiogenic shock. An impella cp has been inserted. Patient developed leg ischemia below impella cp femoral access site. CT scan showed thrombus around impella repositioning sheath. Impella cp has been replaced for axially placed impella 5.5. The cp was explanted and thrombectomy was performed in iliac and femoral arteries. A moderate sized thrombus was removed, as well as tissue that appeared to be atheroma. Surgeon suspects an atheromatous plaque was dislodged with impella access and thrombus formed at the lesion. Repair of vessel was successful with distal pulses restored.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. The impella IFU notes the following statements, in relationship to the reported symptom: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis of the access limb ischemia; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the limb ischemia issue was verified to be the presence of biomaterial in the patient vessel, since the thrombectomy resolved the limb ischemia. The failure mode will be monitored and trended.